Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error and button error. Customer stated that insulin pump was completely stopped functioning. Customer was able to complete pump rewind. Customer did not report motor position encoder error alarm. Customer stated that they went to clear the alarm and then it went to button error. The customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Also moisture damage motor during visual inspection. Unable to displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm, button or keypad anomaly due to blank display. Device had flattened (creased) act button dome switch during visual inspection.